Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y needle core was difficult to pull out, and the infusion could not be completed. The following information was provided by the initial reporter, translated from (B)(6) to english: after entering the operating room at 9:30 on (B)(6) 2020, intravenous indwelling needle infusion was given. When the needle core was to be pulled out to connect the infusion device after successful puncture, it was found that the needle core could not be pulled out, so the infusion could not be completed. After replacing another indwelling needle to puncture the patient again successfully, pull out the needle core and connect the infusion device to complete the infusion.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 8262402. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y needle core was difficult to pull out and the infusion could not be completed. The following information was provided by the initial reporter, translated from chinese to english: "after entering the operating room at 9:30 on (B)(6) 2020, intravenous indwelling needle infusion was given. When the needle core was to be pulled out to connect the infusion device after successful puncture, it was found that the needle core could not be pulled out, so the infusion could not be completed. After replacing another indwelling needle to puncture the patient again successfully, pull out the needle core and connect the infusion device to complete the infusion."